Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had no external power alarms on the mpu. It was reported that the power cord came loose from the back of the unit. It was noted that the mobile power unit had a v-lock connector on the ac power cord. No additional information was provided.

Manufacturer narrative:
Section d4 - serial number: correction. The serial number field was incorrectly filled in the previous report. The serial number was requested but not provided and is therefore unknown. Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file (a5181518) was submitted for review. A review of the log file showed 256 events spanning approximately 3 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Low voltage hazard alarms and power cable disconnect alarms were active on (B)(6) 2021 at 20:55:14 ¿ 20:55:17 and on (B)(6) 2021 at 08:44:19 ¿ 08:44:22. These alarms occurred while connected to the mpu and appear to be due to a loss of ac power. The loss of power was not active long enough to activate a no external power alarm. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms. Additional information provided on 07jul2021 stated that the mpu would not be retuned for analysis, the mpu has the v-lock connector on the ac power cord, there were no environmental circumstances that would have affected ac power at the time of the event, and that the power cord came loose at the back of the unit. The root cause for the reported event was due to the ac power cord coming loose from the back of the mpu; however, the cause for the cord coming loose was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to no serial number being provided. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard, no external power, and power cable disconnect alarms. Heartmate iii patient handbook and heartmate iii instructions for use section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate iii left ventricular assist system (lvas), including how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section explains how to properly connect the ac power cord to the power entry module on the mpu and to an ac electrical outlet. Furthermore, this section instructs the user to pull back on the end of the power cord after connecting to the mpu to ensure that the cord is securely connected to the unit. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.